Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a small volume infusor. The device was filled with an unspecified volume of an unreported drug solution. The device infused for seventy two hours. The expected infusion time was forty eight hours. The patient received the full dose of the medication. There was no patient injury or medical intervention associated with this event. No additional information is available.